Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used sample of material # 415122 was returned for evaluation. Visual inspection revealed a crack on the female luer. The sample was functionally tested for leakage per internal specifications failing results. The returned product confirmed the reported defect of leakage. B. Braun medical inc. Has previously initiated a corrective action and preventive action (CAPA) to change the caresite luer thread design to help withstand the stresses applied during access of the valve. In addition to the design change, the mold process parameters were changed to higher pack pressures in order to provide additional strength to the inlet port of the valve to resist cracking. B. Braun medical inc. Is continuing to investigate and address incidents involving cracking and leaking of the caresite which provides for root cause investigation and corrective action. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: unable to flush the caresite valve on the patient's peripheral IV. Blood continued to stream out of the valve.